Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
Analysis of the generator was completed on 05/27/2014. The visual examination performed at the bench showed that the negative feed-thru wire was broken at the gold brazing of the feed-thru assembly. Scanning electron microscopy performed on the negative feed-thru wire, identified tool marks (from manufacturing process) on the bend of the wire and evidence of a stress induced fracture (fatigue appearance) with mechanical distortion (smooth surfaces) on the broken end of the feed-thru wire. Although anomalies in the header area of this generator most likely contributed to the allegations, a root cause for the observed condition cannot be determined. The DHR for the generator was reviewed which revealed no relevant non-conformances, and indicates that the device passed all tests and inspections. Also, a review of available programming/diagnostic history shows that the vns system had good diagnostics as recent as (B)(6) 2013. The diagnostic history confirms that high impedance was first observed on (B)(6) 2013. The as-received decoder spreadsheet was reviewed, which shows that the change in impedance occurred on (B)(6) 2013. This information is also important because it shows that the device functioned as intended for almost 4 years. This information suggests that the event is not explicitly related to a manufacturing issue. Additionally, a manufacturing engineer was consulted about the tool marks that analysis noted on the wire, and it was discussed that tool marks on the feedthru wire are to be expected, since the manufacturing process involves manipulating the feedthru wire using approved tools, tooling, and methods.

Event description:
The explanted generator was received indicating that the patient underwent surgery. Further follow-up revealed that only the generator was replaced. The lead impedance with the new generator attached to the existing lead was within normal limits (2487 ohms). It was reported that a generator/lead connection problem is suspected and that the lead is functioning as intended. It was reported that device diagnostics were again within normal limits (2019 ohms) after replacement surgery. Analysis is underway, but has not been completed to date.

Event description:
Additional information was received that the vns device was switched off and may be explanted; however, surgery has not occurred to date.

Event description:
On (B)(6) 2013, it was reported that the patient had high impedance of greater than 10,000 ohms, with low output. The patient experienced no feeling stimulation and no hoarseness for a longer period. X-rays were taken and sent to the manufacturer for review. It was advised that the vns device be disabled. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Nonconformances were observed and corrected. Lateral and ap chest x-rays were received and reviewed. The generator is visualized in the left upper chest, normal position for labeling. The filter feed-through wires appear to be intact. The lead connector pins seem to be fully inserted into the generator connector block. Part of lead is placed behind the generator and could not be assessed. No obvious lead fracture or sharp angle was identified. Strain relief bend is present and placed as recommended in labeling. No strain relief loop was visible. Two tie downs were used to secure the lead. Based on the x-rays image, no obvious lead fracture was identified. No obvious cause of the reported high impedance was identified; however, an assessment could not be made on the areas which could not be assessed and the presence of microfractures could not be ruled out. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.